Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient noticed several cartridge leaks on the side where the luer lock is located, resulting in elevated blood glucose levels.